Manufacturer narrative:
(B)(4).

Event description:
It was reported that following surgery to replace device system (refer to manufacturer report # 3004209178 for the replacement event), the patient requested a dose increase. The patient then presented with overdose symptoms the following day. The specific overdose symptoms consisted of somnolence and respiratory complications. The patient had difficulty breathing and was intubated when he came to the emergency room. The pump was turned down to minimum rate per health care provider (hcp) request. Actions required as a result of the event included hospitalization. It was noted there were no concerns with the current implanted products malfunctioning. The patient¿s status at the time of the report was listed as ¿alive ¿ no injury¿. Post replacement, the device system was used to deliver compounded baclofen 2,000mcg/ml at a dose of 475.1 mcg/day, morphine 2.2mg/ml at a dose of 0.5226 mg/day and clonidine 450 mcg/ml at a dose of 106.9 mcg/day. It was later reported that the patient had not reported any overdose symptoms prior to replacement of their pump. The patient was currently stable and there was no product to be returned.

Event description:
It was reported that, 24 hours after a pump replacement and catheter revision, the managing healthcare provider (hcp) was notified by the patient¿s wife that the patient had been admitted to the hospital after becoming somnolent. The pump had been turned to minimum rate by the emergency room (ER) physician. There was concern that the patient was overmedicated. The managing hcp was concerned that the patient would develop baclofen withdrawal with this abrupt adjustment, so oral and intravenous medications were ordered to treat both baclofen and opioid withdrawal, which could occur from this abrupt reduction in dose. The following morning, 36 hours after surgery, the managing hcp saw the patient in the hospital. He was granted temporary privileges in order to do so. The patient was exhibiting no signs of baclofen withdrawal, which the hcp found unusual based upon the abrupt reduction. His vital signs were stable and he was showing no signs of increased spasticity or hyperthermia. He was on a ventilator due to an intubation performed in the emergency room when he was admitted with overdose. With consultations, the managing hcp elected to continue him at minimum rate while he was stable without signs of withdrawal, and over the next 72 hours while on a ventilator receiving intravenous propofol, he showed no signs of withdrawal. The hospital anesthesiologist and pain specialist, with whom the managing hcp consulted with, then increased the pump rate to 96mcg baclofen, 21mcg clonidine and 0.1mg morphine per day. The patient was discharged from the hospital 48 hours later. On (B)(6) 2014, the managing hcp began receiving phone calls from the patient¿s wife that the patient was ¿not himself¿. He was not complaining of pain and had very little spasticity, but was loquacious and argumentative, which was unusual for him. There were also concerns that he appeared to be staring off into space. The hcp arranged for him to be seen in the clinic two days later. On physical exam, he appeared to be much the way he normally did, conversant, oriented, alert and aware of the circumstances involving his pump. He was involved in discussion. He was hypertensive with a blood pressure of 140/100, had a heart rate of 100 and a respiratory rate of 16. His pupils were small but reactive to light. Lateral nystagmus was present, mucous membranes were moist, voice was strong, chest was clear with auscultation and cardiac rhythm was regular. There was no spasticity noted in the upper or lower extremities. The pump was in the left lower quadrant and exhibited no signs of inflammation or infection. The incision was healing well with some dermabond still remaining over the wound. At that point, it was decided that the patient may still have been receiving an excessive amount of baclofen. The working theory was that the crack in the catheter had allowed for leakage and he was receiving an unknown, but very low amount of baclofen and other medications prior to replacement. (See manufacturer report # 3004209178-2014-03155 for information pertaining to this event). It was elected to reduce the current daily dose by 50% to baclofen 50mcg, clonidine 11mcg and morphine 55mcg. In order to do that with existing concentrations of the medication in his pump, it was necessary to dilute the medication by a factor of 4. In order to make the adjustments effective immediately, a side port aspiration and a priming bolus was necessary. This was discussed with the patient and his family and they agreed that this would be a prudent step to take at this time. The hcp also suggested that he provide him with clonidine 0.1mg twice a day for hypertension, the only finding that would be inconsistent with overmedication. Prescriptions were provided with instructions to check blood pressure twice daily with a home unit and provide clonidine if necessary for a systolic blood pressure of 150 or greater, and a diastolic blood pressure greater than 90. The patient was taken to the fluoroscopic suite and was prepped. The old medication was removed from the pump and 27ml was discarded. 10ml remained and this was combined with 30ml of saline. The resulting concentrations were baclofen 500, clonidine 112 and morphine 550mcg/ml. The pump was then programmed to provide baclofen 50, clonidine 11 and morphine 55mcg/day. A bridge bolus was not utilized and instead a priming bolus was performed. Prior to performing this, it was necessary to do a side port aspiration. The hcp easily aspirated 4ml of clear cerebrospinal fluid (csf), indicating continuity of the pump with the csf space. The priming bolus was then initiated, priming the entire catheter over 24 minutes. The needle was left in place and 12 minutes into the priming bolus, another 4ml was aspirated to clear the tubing. This would result in the priming of the entire catheter with the new medication. It was noted that this was a very complex situation, as the hcp tried to find a dose of medication that would be effective for the patient. The hcp remained uncertain of what the dose was prior to the placement of the current pump. Over 4-5 days, the patient had over 6 phones calls with the patient and his wife and the hcp was to continue to remain in contact with them until the situation stabilized.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4) implanted: 2000-(B)(6), product type catheter, product ID 8590-9, product type accessory. (B)(4).